Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s family friend reported via phone call that the customer experienced hyperglycemia with blood glucose level of 415 mg/dl. Customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer stated that insulin pump had software low level failure. Customer stated that they were able to clear the alarm successfully and also were able to rewound the insulin pump. Customer stated that insulin pump had passed the self test. The insulin pump will not be returned for analysis.